Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal for around 2 hours.at the time of contact with dexcom technical support, patient did not report any medical intervention or injuries.